Event description:
It was reported that the patient experienced coupling and communication issues. Following his implant, the patient could not get more than two coupling bars. He did not have any bandages or visible swelling present. The pocket felt "typical" and there was no device tilting or movement. The antenna locate feature and using a new implantable neurostimulator (ins) recharger both failed to resolve the issue. Both ins rechargers used were functional when tested on another ins. No change in coupling was noted when the patient changed positions. Additional information received reported that the manufacturer representative saw that the ins was flipped, per an x-ray. The representative noted that the lead came off the left of the x-ray when viewed anterior to posterior, and the setscrew appeared to be on the left side as well. The hcp confirmed an ins flip, and the patient was scheduled to have the device revised on (B)(6) 2011. It was reported that the patient was receiving good, therapeutic results.

Manufacturer narrative:
(B)(4).